Manufacturer narrative:
Citation: bing r, et al. 18f-gp1 positron emission tomography and bioprosthetic aortic valve thrombus. Jacc: cardiovascular imaging. 2022 jun;15(6):1107-1120. Doi: 10.1016/j.jcmg.2021.11.015. Epub 2022 jan 12. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of 18f-gp1 positron emission tomography (pet)-computed tomography (CT) to detect thrombus formation on bioprosthetic aortic valves. All data was collected from multiple centers between october 2019 and march 2021. Of the 75 patients included in the study population, 22 had normal native aortic valves (control cohort) and 53 had bioprosthetic aortic valves (predominantly male; median age 73 years; median weight 83 kg). However, in table 1, the authors only presented valve brand name data for 52 of the 53 bioprosthetic valve patients (non-medtronic valve = 49, medtronic evolut r valve = 3). No unique device identifier numbers were provided. The median time from aortic valve replacement to pet-CT was 37 months (range: 12-80 months). The authors stated, ¿all bioprosthetic valves, but none of the native aortic valves, demonstrated focal 18f-gp1 uptake on the valve leaflets: median maximum target-to-background ratio of 2.81 (range: 2.29-3.48) versus 1.43 (range: 1.28-1.53). Higher 18f-gp1 uptake was independently associated with duration of valve implantation and hypo-attenuated leaflet thickening.¿ one asymptomatic 29 mm evolut r patient was found to have discrete hypoattenuating lesions external to the valve frame within the right and noncoronary sinuses, consistent with thrombus. The valve leaflets had no hypo-attenuated leaflet thickening (halt). The authors also noted that this patient had 18f-gp1 activity that colocalized (restrict or confine two or more different things to the same physical area) to the discrete lesions. No interventional actions were reported to have been performed for this patient. Additionally, evolut r may have caused or contributed to the following adverse events: need for percutaneous coronary intervention, permanent pacemaker implantation, and percutaneous paravalvular leak closure. No additional adverse patient effects or product performance issues associated with medtronic product were reported.